Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system had been exhibiting a gradual decrease of right atrial (ra) impedance measurements that has reached low out of range measurements. This crt?d system remains in service. No adverse patient effects were reported. Boston scientific technical services (ts) was consulted and a minute ventilation (mv) chop episode was noted. Ts recommended reprogramming options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).